Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has intermittent power and that the unit failed to alarm during the rotor error alarm test. This was during testing with no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has intermittent power and that the unit failed to alarm during the rotor error alarm test.¿ the unit was triaged and the customer's complaint of intermittent power was not verified but complaint of rotor error alarm test was verified. A physical analysis was performed on the unit. There was no apparent gross physical damage noted. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on and ran through post in a normal operational start-up with led s functional and audio tones present. Tested the unit for all triage tests with no errors. Also checked if unit would alarm as part of triage feed test. When mistic is dislodged, alarm sounds as it should. Performed the rotor error alarm test with the expectation of a rotor alarm occurring within 30 seconds of the test beginning as is the standard. Did 5 iterations for this procedure with the results and alarm type for each iteration of: 85.8 seconds rotor error, 69.9 seconds rotor error, 111.7 seconds rotor error, 94.5 seconds rotor error, 126.5 seconds flow error. For the intermittent power complaint, ran the unit for feed at 125ml/hr and, with a charged battery, continued the program until the unit gave a battery low indication at 16hrs run time. There was no service interruption or power issues during that time or at any time the unit was being tested. A trend has been identified and a corrective action has been opened to address this issue. Firmware has been updated. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.